Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt said the device was 'electrocuting' them. Pt then said they were not sure if 'electrocuting' was the right word. Pt said they had 'jiggling, wiggling feeling pretty hard'. Yesterday pt was walking in the hallway and it started really vibrating. It almost felt like jolting. Pt almost felt like it was going to knock them over. Asked if pt checked what settings were on the controller to see if it was related to adaptive stim. Pt said they usually did not have the controller with. This feeling usually happened when pt was walking down the hall or something like that. This had been going on for a while, started in 2022 but it had gotten worse. Pt had no falls/no trauma. Asked if pt tried other settings. Pt said they tried turning stim down and tried a lot of different things and pt felt the same feeling on all the groups. Suggested pt could try turning stim off. Pt used the controller on the call. Pt was in group b. Stimulation was on. Pt turned stim off. Instructed pt to move around to see if they felt any sensation. Pt said the left leg felt fine and they did not feel the above described sensation but it felt odd. It felt almost like their legs were not connected to their body. It felt like it was going to knock pt down but pt had no jiggling feeling. Instructed pt to turn stim back on and asked how it felt. Pt said they were not noticing anything now when trying to walk. Reviewed to keep monitoring and follow up with hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.